Manufacturer narrative:
The reason for this revision surgery was identified as instability after 2.5 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 22143 showed 52 parts (part number: 42600050-30) rejected for not matching the overlay, the parts were accepted with the justification "the r.063 tip of the parts has a somewhat squared-off profile (rather than round) in the anterior/posterior a/p view. This squared-off profile is an artifact of the forging die design, which is evidently not completely consistent with the forging print in the tip area. The parts will undergo further processing in the belting and polishing area where the final profile of the tip will be established and verified against the overlay." A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability was reported as the stem subsiding. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the femoral stem subsiding.